Event description:
The subject device was used for a sleeve gastrectomy. Olympus medical systems corp (omsc) was informed that the didn't work. The procedure was completed with a different device. There was no pt injury reported. Omsc received the device and it was found that the ptfe pad of the device was severely worn on may 9 2015.

Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that there were contact marks on the surface of the probe and the jaw and the ptfe pad was partially worn. The mfg record was reviewed with no irregularities. As a result of the investigation, omsc concluded that the device didn't work since the ptfe pad was worn and consequently the probe contacted with the jaw, and besides some kind of error occurred. And omsc also concluded that the ptfe pad wearing occurred since the user continued to activate seal and cut mode without contacting tissue (including the case that the user kept activating after the tissue already cut). This report is being submitted in an abundance of caution.